Manufacturer narrative:
The returned meter was investigated. Visual inspection was performed on returned meter. Inserted retain batteries on returned meter. Did not observe indicator light flashing. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.